Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2003. Subsequently, it is alleged that the patient was revised on (B)(6) 2005, due to subluxation of the femoral head. During the revision, the surgeon noted a pseudocapsule and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." The acetabular liner and modular head have damage consistent with rim loading of the liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Medwatch report 1825034-2005-00063 refers to the same event.